Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The blood glucose results were 250 versus the lab's 355 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.